Event description:
Additional information received further clarified that the dull knives were noted prior to any patient contact therefore, this report no longer represents any reportable malfunction.

Manufacturer narrative:
Upon review of additional information received, this report now reflects an event of dull knives that were noted when tested prior to any patient contact. Therefore, this reported event no longer represents any reportable malfunction and no further reports will be provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that multiple ophthalmic knives were noted to be dull. Procedure details and patient impact information is unknown. Additional information has been requested.